Manufacturer narrative:
During further evaluation of the device, service found the ultrasonic probe was loose. Due to damage of the elevator channel plug, a leak was observed, and the water supply to the forceps raiser pipe could not be supplied. The tension nut (t-nut) was loose. The suction cylinder was deformed. The paint on the air/water cylinder and the suction cylinder was peeled off. The rubber adhesive had a discolored area. The bending angulation skipped during angulation in the right/left directions due to wear of the angle wire. The bending angle in the up direction was out of specification due to a dent on the bending tube. The braid of the bending tube has become loose and uneven due to deterioration. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The subject device is an olympus loaner that was returned to an olympus service center with no alleged complaint. During inspection and testing, a gap was observed between the acoustic lens and the ultrasonic probe. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Corrected the device manufacturer date. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause could not be determined at this time. The following information is stated in the instructions for use: "do not apply excessive force to the distal end of the endoscope or bend it. Instrument damage may occur. To prevent a water leak, do not apply excessive force when cleaning the endoscope. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result." Olympus will continue to monitor field performance for this device.